Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via 24 hour helpline sr. Inbox that customer had a seizure due to low blood glucose when insulin pump was first received. Customer's blood glucose was not provided. Several attempts were made to contact customer for further information, but attempts were unsuccessful.